Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown,: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that when they request a bolus the controller/handset stops at 90% and stays there for 5 to 10 minutes and it makes them hurt. The patient stated that they bolused 6x day. During the call, the agent attempted to assist the patient with clearing data, but the patient was looking at a regular cell phone. The agent instructed the patient to use the medtronic pump handset. The agent then walked the patient through clearing data on the handset. It was noted that the patient had a difficult time with basic navigation, but the patient was then able to successfully connect to the pump. The patient was going to monitor the issue and call back if needed.